Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently reset the amount of insulin on the insulin gauge to zero units. Reportedly, the pump did not reset or shut down on these occasions. There was no reported adverse impact to the customer related to the reported issue. Reportedly, the customer was following all instructions when loading cartridges onto the pump. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue and provide assistance; however, the customer did not respond.